Event description:
When replacing the adaptor on one of the catheters, source followed instructions and did the "pull test" to ensure the new adaptor was firmly attached to the catheter. The adaptor came apart from the catheter quite easily so source tried another new adaptor but found the same problem again. The catheter had been cut back prior to the new adaptor being fitted.